Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 7, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 22). Type of investigation: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 22 - known inherent risk of device. The affected sample was not returned and the product lot number was not provided; therefore, a thorough investigation could not be conducted. However, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the delphin pump made a squeaky noise. No consequence or impact to patient. The product was not changed out. Procedure was completed successfully.